Event description:
A malfunction on the pump was reported by the caller. Customer's blood glucose level exceeded 500 mg/dl, and was displayed as "high." To address the elevated levels, customer administered a correction injection using manual delivery. Technical support provided guidance for resetting the pump, and the issue did not recur after the reset. Customer was advised to monitor the pump and report any further malfunctions.